Manufacturer narrative:
Brand name: mycarelink model #: 24950 catalog #: 24950 unique identifier (UDI) #: asku PMA / 510(k) #: p890003. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the significant other was bringing the module to the patient's chest to upload the data on the cloud, the module was taking too much time because the progress bar was moving slowly. The process took two minutes to reach seventy percent. It was also reported that the patient said "ah, it is burning me, take it off me". The significant other took the module away from the patient and the communication was lost. The significant other waited a while and tried again. Apparently, the link was no longer working and it gave up. The next day, the patient tried again and the link worked satisfactorily. The monitor remain in use. No patient complications have been reported as a result of this event.